Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 23dec2024, noting that the dilator package protruded from the outer sterile seal.

Manufacturer narrative:
Summary of event: as reported, prior to use for an unknown procedure, a micropuncture transitionless stiffened cannula access set's dilator was sealed into the sterile package seal, compromising sterility. The device was not used, and another device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received on 23dec2024, noting that the dilator package protruded from the outer sterile seal. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual examination of a customer provided photograph of the complaint device was conducted as well. The complaint device was not returned to cook for investigation. The customer provided photograph of the complaint device shows a break in the bottom of the seal of the package that was likely caused by the dilator pouch that is included in the kit being sealed into the packaging seal. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states, ¿how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the complainant¿s photos provided suggests that there is evidence that the device was manufactured out of specification. However, cook has concluded that this issue is an isolated incident, and there is no evidence of additional nonconforming devices in house or out in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing and quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for an unknown procedure, a micropuncture transitionless stiffened cannula access set's dilator was sealed into the sterile package seal, compromising sterility. The device was not used, and another device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
E3: occupation: inventory manager. G4: PMA/510(k) number: k240589. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.